Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with two unspecified mentor implants and experienced generalized illness symptoms including pain, hair loss, dry eyes, brain fog, anxiety and panic attacks, insomnia, tingling pins and needles in arms, swollen lymph nodes in one armpit, shortness of breath, and heart palpitations post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported, indicating gel devices. If additional information is received confirming gel or saline, a supplemental report will be sent. This report is for the right side device.